Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was in a car accident which caused severe damage to both hips as well as avascular necrosis. Primary surgery was in 2009 and by 2012 patient started noticing issues with his left leg. In 2016/2017 patient went to an orthopedic surgeon and saw that the implant was broken, and had been broken for a while due to the amount of tissue damage that was noted. Patient was scheduled for a revision surgery in late 2017. Patient was scheduled for a revision and screws were implanted into the patient's hipbone. Patient was part of 2019 lawsuit to get paid. Looking for settlement. Patient has no feeling in their left leg and "footdrop". The right femur implant is still intact.